Event description:
During the preparation for use, the user found that the light guide lens was discolored and there was a leakage on the switch. The device was returned to olympus repair center. During the inspection of the device, olympus repair center found that the device channel was clogged with foreign material. Despite 5times brush cleaning, some foreign materials remained. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Up/ down direction and knob of angulation were out of standards due to the worn angle wire. There was a gap on the bending section rubber bonding. Connecting tube was discolored. There was a crease on the universal cord. Ccd lens was broken and contaminated. Light guide lens was broken and discolored. The device cover was contaminated. Flare was occurred due to the broken bonding of the ccd lens. There was a dot on the screen due to the ccd lens scratches. There was a leakage on the broken switch and distal end. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed some similar events and surmised that this phenomenon attributed to the following. The user did not adequately brush or feed proper water flow during pre-cleaning and/or manual cleaning. Pre-cleaning was delayed and foreign material remained within the channel. Water remaining inside the channel was not removed after reprocessing, which led metallic pipe at the distal end corroding. If significant additional information is received, this report will be supplemented.